Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not operate on dc power. There was no pt involved with the reported incident.